Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) was advanced through a three month old stent strut located in the tibial peroneal trunk before treating a heavily calcified, 90% stenosed lesion in the posterior tibial artery (pt). During removal of the oad following treatment, the device became stuck in the stent struts. The braided catheter was cut and the oad sheath was cut and removed. Another catheter was inserted to aid in crown removal, and although it would not advance to the stent struts it provided sufficient support to facilitate removal of the crown. When the crown was removed the stent struts pulled back and formed a ball, remaining in the vessel below another previous, undamaged stent. This caused a loss of blood flow. Wire position was lost as the crown was removed and was unable to be regained through antegrade or retrograde approaches, therefore the procedure was aborted and no additional intervention was performed. The patient was in stable condition following the procedure, and additional surgical intervention was being considered.